Event description:
It was reported that during a case using the spine map 3d 3.1 software, the navigated guide was inaccurate which resulted in incorrect screw placements. The surgeon replaced 6 out of the 8 screws with larger sized screws to correct the screw tract. There was a surgical delay of 180 minutes and the procedure was completed successfully.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: h4 corrected data: b5.

Event description:
It was reported that during a case using the spine map 3d 3.1 software, there was an inaccuracy which resulted in incorrect screw placement. It was further reported that the screw was inserted through the medial wall of the spinal cord, and that the surgeon replaced 6 out of the 8 screws with larger sized screws to correct the screw tract. There was a surgical delay of 180 minutes and the procedure was completed successfully.